Manufacturer narrative:
Upn- search corrected from (B)(4) - f/g, promus element, mr, ous 2.25x24mm - 39113-2422 to (B)(4) - f/g, promus element, mr, ous 2.75x24mm - (B)(4). Upn corrected from (B)(4) to (B)(4). Device lot number corrected from 15439513 to 15368607. Device expiration date corrected from 12/24/2013 to 11/30/2013. Device manufactured date corrected from 08/23/2012 to 07/21/2012 . Describe event or problem corrected. (B)(4).

Event description:
It was further reported that the target lesion #1 was treated with 2.75 x 24mm promus element - stent and not 2.25 x 24mm promus element - stent as previously reported.

Event description:
Same case as MDR ID 2134265-2015-03566. (B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient was referred for cardiac catheterization and the index procedure was performed. Target lesion #1 was located in the proximal left anterior descending artery (lad) with 90% stenosis, and was 24mm long with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with predilation and placement of a 2.25 x 24mm promus element ¿ stent. Following post dilation, residual stenosis was 20%. Target lesion #2 was located in the proximal left circumflex artery with 95% stenosis, and was 22mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with predilation and placement of a 2.50 x 28mm promus element ¿ stent. Following intervention, residual stenosis was 10%. Four days post index procedure, the patient was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2014, the patient was hospitalized with a lung infection and underwent anti-infective drug therapy. The patient was discharged in (B)(6) 2014 with the event considered not recovered/not resolved. That same day the patient died of an unknown cause. The patient did not undergo any intervention to treat the underlying cause of death.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the site has confirmed that only one target lesion, the proximal left anterior descending (lad) artery was treated during index procedure and site has confirmed the inactivation of target lesion # 2, the proximal left circumflex (lcx) artery.